Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.

Event description:
Attorney's report of pt's alleged recurrent hernia, pain and the mesh was resecured during a secondary surgery in 2004.